Event description:
A yr after unicompartmental knee replacement pt complained of increasing pain in left knee. At revision surgery because of polyethylene wear on the tibial component and advanced degenerative arthritic changes in the patello-femoral joint a successful tricompartmental total knee replacement was performed.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.